Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's insulin pump was stuck in the rewind process. Troubleshooting revealed the customer had two no delivery alarms and a motor error alarm in their alarm history. The customer declined to troubleshoot for the alarms. Customer's blood glucose was 328 mg/dl. Customer also declined to troubleshoot for their high blood glucose. No additional information provided.